Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, tried leaving wall adapter plugged into a working outlet for at least 30 minutes, and pump began charging with original charging supplies, so there was no pump shutdown and no further assistance was required.